Event description:
Reported issue: several incidents have been observed in the oncology department in the past 2 months. Five different patients with size ch 14 catheters leaked while in use. None of the patients suffered from encrustations or calcification. Catheters inserted in transurethral, and lubricant used was the one present in the kit. The consequences were burning sensations (cytobacteriological examinations of the urine came back sterile each time). Patients did not received treatment for the burnings because burning sensations stopped at the removal of the catheter. Leakage occurred after 24-48 hours of catheterization. There was no leakage at the level of the balloon which was well in placed and properly inflated. There was no leakage at the level of the balloon- bag junction but beds of the patients were wet. Samples were discarded. There have not been any problems since the catheters have been changed to ch 16 sizes and more rarely ch 14. Since these incidents we did not have any other incident. The team changed to ch 16 sizes, and more rarely ch 14, without any problem.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports "leaking may happen due to several reasons such as being in contact with sharp object during use, mis-positioning of the catheter, balloon leaking or bursting and etc. The leaking is not being described clearly especially the leaking point is not able to be identified without the returned of the actual sample for physical assessment. In our current standard operating procedure (spm-a51-003 and spm-a52-004), the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process." . Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: several incidents have been observed in the oncology department in the past 2 months. Five different patients with size ch 14 catheters leaked while in use. None of the patients suffered from encrustations or calcification. Catheters inserted in transurethral, and lubricant used was the one present in the kit. The consequences were burning sensations (cytobacteriological examinations of the urine came back sterile each time). Patients did not received treatment for the burnings because burning sensations stopped at the removal of the catheter. Leakage occurred after 24-48 hours of catheterization. There was no leakage at the level of the balloon which was well in placed and properly inflated. There was no leakage at the level of the balloon- bag junction but beds of the patients were wet. Samples were discarded. There have not been any problems since the catheters have been changed to ch 16 sizes and more rarely ch 14. Since these incidents we did not have any other incident. The team changed to ch 16 sizes, and more rarely ch 14, without any problem.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.